Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected trop I es results occurred while using the vitros eci analyzer. Relevant data log files from the system were reviewed and revealed optimization of the well wash and signal reagent subsystems was warranted. An ocd field engineer performed service maintenance to optimize the performance of each subsystem. Following these actions, the system performance was verified by performing a precision test. The investigation also confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined, however, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results on a three different patient samples while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were identified and were not reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)